Event description:
A pigtailed catheter fractured during use for aaa graft placement. An 8" piece of the catheter fractured in the artery and was retained by the pt. The reason for the fracture is unclear and the catheter was not kept.